Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s anti-hcv reagent lot 22195be00 identified normal complaint activity. No customer returns were available for evaluation. Inhouse testing determined that the sensitivity performance is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified with alinity s anti-hcv reagent lot 22195be00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer is performing a clinical trial on the alinity s anti-hcv ii assay processed on another alinity s comparing to the current on-market alinity s anti-hcv assay (processed on this alinity s. Discrepant results provided: (B)(6). No impact to donor management was reported.